Manufacturer narrative:
Olympus medical systems corp. (Omsc) visited the user facility and investigated that the device which was not covered by the combination (ur-4md made by teac corp.) Was connected with the dvi out terminal of the subject otv-s190. Omsc confirmed that the phenomenon could be reproduced when the subject otv-s190 connected with ur-4md and conducted the following procedure: to connect the dvi out terminal of the subject otv-s190 with ur-4md; to turn on the ur-4md; to turn on the subject otv-s190. After omsc visited the user facility, the user informed omsc that the reported phenomenon was found to be caused by the ur-4md. Therefore, omsc judged that the reported phenomenon was not caused by the subject otv-s190. There were no further details provided at this time. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus for evaluation. Olympus investigated the following items, but the phenomenon could not be reproduced. The phenomenon could not be reproduced when the spare ltf-s190-5 was connected to the subject device. Olympus observed the image displayed on the monitor for 6 hours, but there was no abnormality found. Olympus observed the image displayed on the monitor at 40°c and 10°c, but there was no abnormality found. Olympus checked the subject device log, but there was no abnormality found. Olympus observed the video connector socket of the subject device, but there was no abnormality found. There were no further details provided at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the subject otv-s190, the image of the monitor had disappeared. The user facility repowered the subject otv-s190, but the image was not displayed on the monitor. The user facility replaced the subject otv-s190 to another otv-s190 to complete the procedure. There was no report of the patient injury other than replacing the device.